Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8cm in diameter abdominal aortic aneurysm. A non-contrast CT revealed a heavily calcified aorta including circumferential calcium in the neck. It was reported that on the final angiogram, a type ia endoleak was identified. The physician stated that the cause of the event was due to the patient's anatomy; heavy calcium in the aortic neck. The physician performed an intervention where 9 aptus endoanchors were implanted ;however the endoleak did not resolve. A 28mm endurant cuff was implanted; however, the type ia endoleak was not completely resolved but improved. The physician stated that the patient has refused further treatment and given the circumstances of the patient's difficult anatomy, no other options are available at this time. The patient denied the option of an open repair. No additional clinical sequelae were reported and the patient is fine.